Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was being readmitted from home due to hemolysis. Waveforms were sent and reviewed by the manufacturer where loss of power and a low flow hazard event were confirmed.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.